Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012315916); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre implant dilation was performed. The valve was attempted to be deployed twice, however was recaptured due to sub-optimal positioning. On the third deployment, infolding was observed. It was noted that no infold was visualized after the second recapture. The target implant depth when the infold occurred was 3 mm. The infolded valve was recaptured and removed from the body. The entire system was replaced. The replacement valve ((B)(6)) was successfully implanted and it was reported that the patient was doing great. No adverse patient effects were reported.